Manufacturer narrative:
(B)(4). Findings/actions taken: found fos pressure readings of 98 with no sensor connected. Fos connector was sent to and replaced by hospital biomed. Biomed also performed preventative maintenance and confirmed that the pump was now operating normally.

Event description:
It was reported via call from the rn to the clinical support specialist (css) to troubleshoot the pump skipping beats and the heart rate inaccurate. The intra-aortic balloon (iab) was inserted prior to pre-op through the teflon sheath via right femoral with no issues. Post-op on arrival to the intensive care unit (ICU), the rn stated the white lines are "all over the ECG." The pump was in autopilot mode, ECG pattern trigger, switching to the ap trigger periodically; utilizing the transducer (central lumen) source. The fiberoptix sensor (fos) light bulb was black with blue background. Patient (pt) was in normal sinus rhythm (nsr). The rn stated that the ECG tracing was poor. All leads were located on the pt's lower left side. The css explained that the rn should attempt to get better leads on the pt for the trigger. In the mean time, the ECG cable was disconnected in an attempt to utilize the arterial pressure (ap) trigger; however, the ap trigger pumped more erratically. After getting better leads on the pt, the trigger improved. The css had the rn disconnect and reconnect the fos cal key and slide. Two audible tones were noted and the light bulb turned blue. The cal key loading message was constantly displayed. The css instructed the rn to remove, invert and reinsert the cal key, no ap waveform was present. Manual calibration was performed on the fos and pressures now displayed accurately, however no waveform was present. The css suggested that the rn disconnect the fos and utilize the transducer waveform until the pt was settled and then call the css back. The pump was currently triggering and timing well utilizing peak trigger and transducer source. At 1826 est the rn called back. The css and rn resumed troubleshooting the fos. Upon reconnecting the fos slide and cal key, 2 audible tones were noted and a blue icon displayed; no ap waveform noted. The fos status code displayed was okay. During the conversation, a he (helium) loss alarm occurred. No blood was noted in the tubing and pumping was resumed. The alarm began to occur about every 2 minutes. The css had the rn fax one of the alarm strips that printed. The css and rn continued to troubleshoot the fos ap waveform. Placement was verified via x-ray. The css explained that the strip indicated a possible partial kink in the catheter. The css instructed the rn to decrease the volume in the iab to 38cc. The css and rn reviewed pt positioning techniques. The rn does feel the iab could be slightly kinked at the insertion site as some adipose tissue is noted. After decreasing the volume, no he loss alarms were noted. The css suggested that if another pump was available, it should be brought in and just the fos connected to see if an ap waveform was displayed while continuing to pump the pt on the original pump. The rn stated she would call the css back if one could be located. The css also requested calling back immediately if the he loss alarm reoccurred. At 1917 est the rn called back. Another pump was located and the css walked the rn through connecting just the fos to the second pump ((B)(4)). When connected, 2 audible tones were noted, a blue icon and an ap waveform were displayed. The css instructed the rn on performing a manual calibration on the pump. The waveform was good, pressures accurate. The css then walked the rn through switching the remaining pt connections to the second pump. The reported waveform now looked much better and the triggering was appropriate. The css and rn discussed that the volume was currently 40cc. The css explained that some of the attempts at pt positioning may have improved the partial obstruction, but if the alarm occurred again to decrease the volume back to 38cc. The css asked that the rn remain diligent at checking the tubing for blood and call the css immediately if the alarm continues, as a leak could be present. The css suggested sending the initial pump to biomed to check the fos. At 2250 est the css called back to check on the night shift nurse. The rn reported all was going very well; no more alarms have occurred, triggering, timing and the waveform are all good. The issue was resolved by trigger correction and pump exchange. No medical/surgical intervention was needed. No delay or interruption in therapy noted. No report of pt death, complications, or injury. The pt outcome was pt currently supported on pump. A field service report was received on (B)(6) 2011. Symptom - fos signal not appearing on display.